Event description:
It was reported that an amia automated pd system experienced a low priority (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during use of the device for peritoneal dialysis therapy. During troubleshooting, it was reported that there was a potential leak from an unspecified location that led to this alarm. The leak was further described as ¿the carpeting by the cassette was a little wet¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd system experienced a low priority (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during use of the device for peritoneal dialysis therapy. During troubleshooting, it was reported that there was a potential leak from an unspecified location that led to this alarm. The leak was further described as ¿the carpeting by the cassette was a little wet¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) actual samples were received for evaluation without the heater bag. For the first sample, visual inspection was performed and revealed holes in the patient line and in the drain line. Functional testing including clear passage and clamp function testing were performed and no issues were noted. Leak testing was performed and a leak was observed from the holes in the patient line and the drain line. For the second sample, visual inspection was performed and revealed holes in the drain lines. Functional testing, including clear passage and clamp function testing was performed with no issues noted. Leak testing was performed and a leak was observe from the holes in the drain line. The reported low priority alarm could not be duplicated because the damage tubing on both sets would not complete the priming stage. The cause of the damaged tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.